Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event is when the patient "sat back on it" or put pressure on the implantable neurostimulator (ins) which caused pain. The event was not attributed to any devices. It was stated that the event was due to the ins "just being there". Re-programming was done on (B)(6) 2013. There was no hospitalization. No further information was provided.

Event description:
It was reported that in the patient experienced a shocking sensation from their implantable neurostimulator (ins) which was described as a stabbing feeling in the back. The patient felt the sensation when they rolled onto their right side (same side as the ins) when they are lying down. When they had got home from the hospital on (B)(6) 2012, they had the same pain and also got 'zinged.' The patient felt the stimulation when they went to bed last night but did not feel it this morning. They were not sure if the stimulation therapy was helping their symptoms and noted while driving today they did have some leaking and ended up catheterizing themselves. The patient also had loose stools for the past 3 days. They also had gas and when they released it they would push out urine. The patient stated that the stimulation was a 'little too strong.' The patient reported that the stimulation was turned off and was turned on to program 2 at 3.2 volts. The patient then adjusted the amplitude down to 3.0 volts which was more comfortable. Follow up information received reported that the patient received assistance from the company representative and their concerns were resolved.

Manufacturer narrative:
Product ID 3093-33, lot# v973753, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).